Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a trial patient with an external implantable neurostimulator (ens) for an unknown indication for use. It was reported that the patient had an spinal cord stimulator (scs) implanted and removed today due to an ¿unsuccessful lead placement¿. Technical services asked for the model/serial number of the scs but the caller was unable to confirm this information. They later stated it was actually a trial scs. No symptoms were reported. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.